Manufacturer narrative:
E1- (B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had image interference with high frequency triggering. The event occurred during the procedure. There were no reports of patient harm.

Event description:
It was reported that the subject device had image interference with high frequency triggering. The event occurred during the procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness was lost, and cuts on the surface of the cable (damage on cable unit). Based on the results of the investigation, and since the customer's reported issue was not confirmed during evaluation, a definitive root cause of the customer's reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.